Manufacturer narrative:
Info is unavailable; device was not returned for eval.

Event description:
It was reported that during the operation, the device gave error code-instrument. So or nurse reattached the probe. As she was reattaching, the probe active blade broke. There was no pt consequence.